Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid resection procedure, tech fired the device and they did a few leak test, did not see anything, no leaks. Two days post-op they did a CT scan and dye test, and that came back fine. It was four days later that patient came back with a leak. They were able to repair the leak, patient is doing well after.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh31p lot number a9dx4w and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Surgeon just stated that the pt was sick before and was in the hospital for a month prior. What surgical procedure was performed? Sigmoid resection. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Resident fired the device under supervision of surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes, unsure where but thinks middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unsure. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark and audible breaking of washer. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unsure but thinks the standard 4 half rotations. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Unsure. Were the donuts inspected? If so, please describe. Yes and in tact. Were there any issues noted with staple formation? If so, please describe the shape and location. None. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Surgeon did not believe post-op complications were related to the device or the stapler, but has never had a leak. Leak test was performed multiple times intra-op and no bubbles. 2 days later pt was not doing well so they did a CT scan with a dye test and did not detect any leaks. 4 days later they brought her back to the or to find a leak. Was the staple line visualized endoscopically during the initial surgical procedure? Don¿t believe so. What was observed at the site of the leak upon reoperation? Surgeon just stated that they found a small leak and thought it was very strange that it happened 4 days post op even though they performed leak tests intra-op and a CT scan.